Event description:
It was reported the kit contents "was found different" from the label prior to use. The packaging has product cs-15122-f and inside the kit was product cs-12122-f. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the kit contents "was found different" from the label prior to use. The packaging has product cs-15122-f and inside the kit was product cs-12122-f. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened hemodialysis kit containing several components including a 2-l catheter for evaluation. No evidence of use was observed on any of the components. The returned catheter was observed to be 12fr x 16cm catheter as was indicated on the juncture hub of the device and confirmed via dimensional inspection. The intended catheter for finished good part number cs-15122-f is a 12fr x 20cm catheter. The returned lidstock also indicates that a 12fr x 20cm catheter should have been contained within the kit. Therefore, the customer issue of an incorrect catheter is confirmed. The catheter body length measured 167 mm which is not within the specification of 207-227 mm per catheter product drawing. The measured length is consistent with the printed length on the catheter juncture hub (16cm). A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the probable root cause is packaging related. A non-conformance was initiated to further investigate this issue.

Event description:
It was reported the kit contents "was found different" from the label prior to use. The packaging has product cs-15122-f and inside the kit was product cs-12122-f. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.